Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Performed corrections in the following fields: e2, e3, g2, h4 and updated information in h6 and h10. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint of no image was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: during device handling by the user, physical stress was applied to the insertion section. Subsequently, abnormality occurred in an image sensor unit, and the suggested event occurred. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found there was no image on the screen and was black. The reported issue was confirmed. In addition, it was found the forceps passage was restricted due to multiple dents in the insertion tube . The scope connector label needed replacement. The up/down angulation was very low. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced defects of the distal end. The image was lost when the scope tip was flexed. The event occurred during the procedure (diagnostic). There was no report of patient or user harm associated with the event.